Event description:
It was reported that during patient treatment, the bacteria filter connected to the expiratory inlet came apart. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The returned bacteria filter has been visually inspected. There are no visible signs of any glue or welding on the two filter housing parts that can be pulled apart. The filter housing is both glued and welded and it is validated to take an internal pressure until 30 kpa without breaking. Due to the found condition, no further testing can be performed on the bacteria filter. There are no other similar complaints of defective bacteria filter from the same lot or any other lots.

Event description:
Manufacturer's ref #: (B)(4).